Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a skin irritation under the lifevest. The patient sought treatment at an emergency room for broken capillaries to her back. Medical intervention is unknown. Medical outcome is unknown. The patient continues to wear the lifevest.